Manufacturer narrative:
H6: final device analysis results revealed bond wire(s) are broken. This device is part of the affected serial number range for the kinetra broken wire bond recall.

Event description:
Info received from the MFR rep indicates a pt underwent removal of an ins device due to a return of symptoms and an inability of the device to retain program settings. The pt went for a control follow-up visit and the device appeared to be in power on reset. The pt's exact symptoms and diagnosis were not reported; however, the pt indicated to the physician that they felt no stimulation from the unit. The device could not maintain reprogrammed settings. The unit was exp in 2006 after 41 months imp duration and was returned to the MFR for eval for suspected bond wire breakage.